Event description:
On 05-jun-2025, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected descrepant pco2 results on a 31 week male patient with respiratory distress. There was no additional patient information available at the time of this report. Return product is available for investigation. Method: date: collected: tested: ph: pco2: be: sample: I-stat, on (B)(6) 2025, ni, 09:35, 7.062, 95,00mmhg, -3 mmol/l, a, I-stat, on (B)(6) 2025, 10:01, 10:01, 7.119, 79,60mmhg, -4 mmol/l, b, I-stat, on (B)(6) 2025, 10:02, 10:02, 7.204, 63.20mmhg, -3 mmol/l, b. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 07-jul-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained and returned testing met the acceptance criteria found in q04.01.003 rev. Ao, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for eg7+ cartridge lot n25059.